Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the camera's autotracking was misaligned. The camera was calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 displayed grainy or unclear images. There was no adverse patient involvement reported. There was no patient information reported.